Event description:
A nurse reported that phacoemulsification tip felt loose and when opening the tip noticed that it was broken before surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification tip in a wrench, in a bag was received for the report. Sample was visually inspected and found to be nonconforming, phaco broken at aspiration bypass (ab) hole, breakage is very jagged. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional thread check was performed and found to be conforming. A review of the device history record traceable to the possible lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo shows a broken phacoemulsification tip in two parts. Another photo shows part of phacoemulsification tip in wrench. Reported issue of broken tip can be confirmed from photo. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issues that would cause the broken phacoemulsification tip. The complaint evaluation could not confirm the phacoemulsification tip felt loose issue, the threads were found conforming; therefore, the root cause cannot be determined. The threads were found conforming and the exact root cause for the broken phacoemulsification tips is unknown; therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, are removed from the lot, and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).